Event description:
Migration of mirena iud outside of uterus requring multiple radiologic and ultrasound examinations, hysteroscopy, and ultimately a laparascopic procedure to remove iud. Iud found lodged in omentum.